Event description:
The patient reported he has had elevated blood glucose readings for the past week and his reading prior to the call was 293 mg/dl with his target range being 80-150 mg/dl. He stated he had no symptoms and attempted to correct his levels by trying to bolus 25 units of insulin, but the screen of his insulin infusion device was blank. He said he inserted new batteries and he received a 07 (system alarm) message on his device. During troubleshooting with a company representative, the patient was able to clear the alarm and prime without error. Troubleshooting did not find any product issues. The patient stated he has never replaced the piston rod on his infusion device. A courtesy piston rod was sent to the patient. The patient was advised to switch to his backup device until the piston rod arrived, but the patient refused to do so. Repeated further attempts to contact the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.